Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no excessive no delivery error alarm during testing. The insulin pump was received with normal operating currents, no unexpected off no power alarm, low battery alarm, weak battery alarm or failed battery test. The insulin pump had a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call high blood glucose and weak battery alarm. Customer's blood glucose level went as high as 556 mg/dl and as low as 40 mg/dl. Customer treated their high blood glucose via manual injection. Customer was advised to monitor their fluctuating blood glucose levels. Customer had issues with the insulin pump and battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.